Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist walked the customer through power cycling the monitor and the users can restock items to resolve the issue. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower was powered off and the customer was unable to power on the monitor. However, there were no delays or adverse events or injuries reported based on this event.